Manufacturer narrative:
Correction made to f10/h6: component codes: replace g04134 with g0413502 additional information was added to h6, h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of one-link non-dehp standard bore catheter extension sets leaked when connected to a one-link needle-free IV connector. The events were observed from the valve on the extension tubing when intravenous contrast was injected during computerized tomography (CT) scans there was no report of patient injury or medical intervention associated with this event. No additional information is available.